Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. As a result, the mcs tip accessory is unable to be installed properly. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.07mm x 1.59mm in size. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of sp monopolar curved scissors instrument could not be installed firmly. The procedure was completed with no reported injury.